Event description:
It was reported that two separate 3.0x24mm taxus liberte stent delivery systems had "buggered" stent struts. No patient complications were reported. Additional information requested but not available.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified proximal stent damage. The first two proximal stent strut rows were bent back distally. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noted along the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that two separate 3.0x24mm taxus liberte stent delivery systems had "buggered" stent struts. No patient complications were reported. Additional information requested but not available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that two separate 3.0x24mm taxus liberte stent delivery systems had "buggered" stent struts. No patient complications were reported. Additional information requested but not available.